Event description:
Arterial cannula and circuit tubing disconnected while on cardiopulmonary bypass. Arterial and venous lines were clamped. The tubing and cannula were deaired and reconnected. Cardiopulmonary bypass resumed. The event lasted 8-10 seconds.